Event description:
Complainant alleged that the clinician was attempting to pace a female pt (age unknown), but when the clinician attempted to remove and reposition the electrodes to the pt, the electrodes would no longer adhere to the pt's skin. The clinician obtained a new set of electrodes and attempted to attach them to the pt, but the electrodes would not adhere to the pt's skin. The clinician then obtained a third set of electrodes and attempted to attach this set of electrodes to the pt, but this set of electrodes also did not adhere to the pt's skin. The clinician then manually held the electrodes in place on the pt's skin as the pacing pulses were delivered. The pt's heart rate was not captured, and the pt's physician performed a transvenous pacer implant on the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.